Event description:
It was reported by repair work order that the customer alleged that the toprail was broken. Upon inspection of the unit by the service technician, it was identified that the patient-left siderail could not latch in the upright position due to the toprail being broken.